Event description:
The pump reportedly changed infusion rates on its own. It had been set to infuse heparin 12,500u/250mld5w at 16ml/h. When the nurse checked the pump at 8am, the device was at 16ml/h as ordered. The pump was reportedly observed at various times throughout the day and the displayed rate was correct. When the pump was checked at 2pm, however, "the infusion rate was found to be changed and was at 10ml/h." The pump reportedly had the panel lockout switch on. The patient had a prothrombin time level drawn at that time; the results were not available. As the event occurred "two to three weeks ago, the report source did not recall if any medical intervention (heparin bolus) was required. The patient did not experience any adverse effects. No additional information was available.